Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not display the battery charge level on battery two. Upon evaluation of the customer's device, physio observed that the device would not power on with only one battery, in battery well two. There was no patient use associated with the reported event.